Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the second routine follow-up after a cardiac resynchronization therapy defibrillator (crt-d) implant procedure, the electrogram (egm) showed an isoelectric line on the right atrial (ra) lead channel. The patient was asked to move his arm and see if the same episode occurred. The isoelectric line was detected as well as noise. It was also noted that pacing impedance had been decreasing to a low out of range measurement. Loss of capture was noted. An x-ray was done, and it did not show a lead fracture or any other abnormality. A surgical procedure was performed to try to replace the lead but it was not possible due to adhesions. The vessel was not permeable enough to implant a new lead. There was no report of any adverse patient effects as a result of the loss of right atrial therapy.